Manufacturer narrative:
Additional information has been provided in b4 (event description). This report is submitted as a follow up to provide additional information obtained after the initial MDR submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional event information states that the pump was repositioned under echo guidance.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: based on the clinical details provided, the cause of the mechanical interaction with blood is most likely due to an unintended user error as the pump was malpositioned and repositioning the pump resolved the urine color. Due to a lack of sufficient clinical information, the cause of how the device became in an incorrect position cannot be established. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.

Event description:
68-year-old male patient with prior coronary artery bypass surgery and known coronary artery disease as well as diabetes and renal insufficiency treated with impella cp due to acute myocardial infarction. Aic showed placement signal low and following in ventricle alarm. Impella cp position deemed too deep in ventricle following echo control. Pump was repositioned beside within an hour by physician. Urine output in urostomy bag changed from yellow to blood tinged. No plasma free hemoglobin drawn. Heparin drip was stopped, impella repositioned, and urine color improved. Hemolysis is consistent with known risks associated with impella cp as listed in the instructions for use. Care was withdrawn and patient expired. When the impella is malpositioned, such as when the inlet is too deep in the ventricle, the device cannot maintain proper inflow¿outflow alignment, leading to reduced support, suction events, and increased risk of hemolysis. While the impella may contribute to hemolysis, it is not usually the sole cause and as this patient had a previously known renal insufficiency and was severely sick, death was conservatively coded as most likely due to underlying disease and not device-related.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.